Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data. The dsv® was manufactured by a qualified employee in june 2015. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The dsv® has a fixed pressure of 10/40 cmh20. The valve was inspected as article fv173t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Device examination: the valve was returned dry in a plastic container (not submersed in liquid as suggested). Visual inspection: no significant deformations or damage to the valve, except scratches, were detected during the visual inspection. Permeability test: a permeability test has shown that the valve was occluded. Computer controlled test: to investigate over/under-drainage, the opening pressure was measured using a miethke computer controlled testing apparatus which simulates a cerobrospinal fluid flow. As the valve was not permeable, a computer controlled test was not possible. Result: it should be noted that the valve was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items was not significant due to the affect dry deposits of liquor and blood can have on product performance. First, a visual inspection of the dsv® was performed. No significant deformations or damage to the valve were detected during the visual inspection. Finally, the valve was dismantled. A build-up of a substance (likely protein) was observed inside the valve. Based on the investigation, the valve was found to be occluded. This was likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc)-therapy by shunt implants. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required.

Event description:
It was reported miethke that a dsv system w/prechamber 10/40 (part # fv173t) was implanted during a procedure performed on an unknown date. The dsv system w/prechamber 10/40 was returned in dry condition in a plastic bag. No further information was provided as to a specific failure. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.